Manufacturer narrative:
The field service engineer did not find a cause. He checked the ise block for moisture, completed mechanism checks successfully, primed reagents, and completed successful ise checks. The customer completed calibrations, qc, and precision without issue. Although no cause was found, the instrument performance was verified and the issue appeared to be resolved.

Event description:
There was an allegation of a questionable ise indirect gen.2 potassium result from the cobas 8000 cobas ise module. The original potassium result was 5.5 mmol/l and the repeat result was 4.0 mmol/l. The questionable result was reported outside of the laboratory. The electrode lot number was v50 with an expiration date of 16-mar-2022.